Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. Hospitalization for the event was unknown. In the same month as onset, the patient was treated with injection vancomycin (1 g, stat dose, route not reported) and injection amikacin (125 mg per day, route not reported). Patient outcome was unknown. Action taken with pd therapy was not reported. Additional information is not available.